Event description:
Factory analysis of the returned motor controller pcb board revealed a capacitor failure that resulted in the reported power issue.

Event description:
The customer reported that the unit is alarming when turned on and there is no display. The manufacturers field service engineer (fse) was able to duplicate the reported problem. Review of the device diagnostic history indicated the unit restarted and failed power on self test. The fse replaced the motor controller pcb board to correct the reported problem. Final applicable testing was performed per operating specifications and passed.